Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm however, the insulin pump was received with normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and stained lcd resilient cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 257 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.